Event description:
It was reported that the device was smoking during use. No additional info is available from the account regarding the event. There were no allegations of a delay or of adverse consequences reported.

Manufacturer narrative:
The device has not been received by the MFR for investigation. When the device is received, a quality investigation will be performed and a f/u report will be filed.